Event description:
It was reported that there was a triathlon revised due to instability.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown cs femur. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.